Event description:
It was reported that the generator gave an error code 1 during an unknown case. The unit was switched out and the case was completed without any pt consequence. The generator is being returned.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the unit boots up with error 1 code due to the main pcb. To correct the customer reported issues the analysis site replaved the main pcb. Per the service manual, service test were performed with no functional faults found. The site found the front bezel was cracked at the corners. The bezel was repaired to correct the issue. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.